Manufacturer narrative:
(B)(4). (B)(6). Literature: yin fei ting of jinling hospital, nanjing university school of medicine (nanjing general hospital) and yu yusheng of shandong zhucheng people¿s hospital, department of nephrology. ¿declination of residual renal function in peritoneal dialysis patients with different baseline residual renal function.¿ china academic journal, nephrol dialy transplant, vol.24, no.1, february 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the peritonitis event was not reported. Action with pd therapy was not reported. The outcome of this peritonitis event was not reported. Additional information was unable to be obtained.

Manufacturer narrative:
(B)(4). The patient was estimated to be between 29 and 58.2 years old. Should additional relevant information become available, a supplemental report will be submitted.